Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:05 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05, and determined the root cause to be a cascade from failure code 810:11, which had an undetermined root cause. No repairs were necessary to resolve the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:05 during biomedical testing. Device evaluation determined that this condition was a cascade failure from failure code 810:11, which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.